Manufacturer narrative:
It was reported that the intraocular lens (iol) was removed and replaced without complication 2 weeks after implant. The explant was due to a refractive error resulting in a bad patient outcome.

Event description:
Complaint rec'd reporting a leakage incident involving one (1) 12568 microclave connector; hospira pump set and a broviac catheter. It was reported that on (B)(6) 2010, a "broviac catheter, with single clave attached, was used to administer tpn/lipids from a pump set with a spin collar option lock hub. Fluids started at 4 pm. Pt assessed at 6 pm to discover that approximately 10 cc of retrograde blood/fluid loss. Caregiver inspected device to discover silicone seal depressed against side of microclave house." The involved devices were removed and replaced. The pt was treated and returned to baseline condition. Mfg's analysis and investigation: a total of three (3) 12568 microclaves connectors, one (1) used and two (2) pkgd.; one (1) used hospira syringe microbore tubing set (list/model # unk) were returned for analysis and investigation. Visual analysis recorded no abnormalities with the two (2) pkgd 12568 microclave connectors. Visual analysis of the returned used microclave confirmed component damage/piece of the silicone plug was missing. The returned microclave was dissected and the interior components evaluated. The results recorded a tear in the plug below the missing silicone piece. Dimensional evals of the dissected microclave connector were performed. The results recorded the spike concentricity was minimally out of spec. The spike measures .013", which is out of the allowable tolerance of .012". Add'l dimensional analysis: the returned hospira microbore tubing set components were evaluated, there were no compatibility issues with the 12568 connector and the returned hospira microbore tubing set. The two (2) pkgd microclaves were each tested per the performance spec. The results recorded no out of spec conditions. Add'l testing: the microclaves were attached to the returned microbore tubing set and tested. There was no flow/occlusion and or leakage performance issues replicated. Add'l evals of the unk microbore tubing set were performed. The set was flow tested at 36" head height. The results recorded no flow through the 28" tubing section, the connector had between 4 and 11 cc/min flow.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced without complication 4 months after implant. The explant was due to a refractive error resulting in a bad patient outcome.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 16.5 diopter. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.